Manufacturer narrative:
Concomitant medical products: tf3838c114xj. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent taa stent graft system was implanted in a patient for the endovascular treatment of a 56 mm in abdominal aortic aneurysm in zone four. At implant, the proximal aortic neck was 35-31 mm in diameter and 65 mm in length. It was reported that a follow up CT scan identified aneurysm expansion. The physician suspected a type ii endoleak but could not identify the presence of an endoleak. Another scan was carried out to check into details, and again no endoleak was identified. Nonetheless, as the aneurysm size has been increasing, the physician treated the patient. A competitor's stent graft was additionally implanted to the distal side. The patient recovered. Per the physician, the relationship between the event and the device or the procedure was assessed as unknown because the cause of aneurysm expansion remains undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.